Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 17-19, 2024. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that the first photo showed the device lot number at the bottom of the device bottle and the second photo showed an infusor device containing fluid in its bladder and the device is contained inside a clear bag. Both photos did not show evidence of a leak from the fill port. Therefore, the report of leak from the fill port could not be confirmed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at filling port. This occurred during set up prior to patient use. The device contained fluorouracil and 0.9% normal saline having a total volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: the second affiliated hospital (B)(6). Should additional relevant information become available, a supplemental report will be submitted.